Event description:
Reportedly, while monitoring a patient with the device, the crt display of patient ECG went flatline. The crew used the recorder to continue monitoring of the patient, who had a normal sinus rhythm. The reporter stated there were no adverse affects to the patient resulting from the discrepancy, due to continued device use.